Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the applier did not function properly during use, so it was replaced with a new one to complete the surgery. Nothing fell/remained in the patient". The technical specialist confirmed that the jaws were misaligned. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of applier jaws are misaligned was confirmed based upon the sample received. Visual evaluation of the returned instrument revealed that the jaws are slightly loose and misaligned to each other in the closed position and the jaw pivot pin is slightly sticking out on one side is slightly sticking out on one side of the outer tube assembly and it was returned with a non-teleflex luer flush port cap. Functional evaluation identified that the instrument was able to pick-up, retain, close and release multiple clips but will not close a clip over the silastic test tubing which is used during its production. After the initial evaluation the instrument was dis-assembled to evaluate its internal components and it was found that the one of the inner drive rod bosses was damaged where it engages the jaw. The damaged drive rod boss was suspected to have caused the jaws to become slightly loose and misaligned in the closed position. It could not be conclusively determined what caused the drive rod boss to become damaged and for the jaw pivot pin to be slightly sticking out on one side of the outer tube assembly. A DHR review was performed, and no evidence was found to suggest a manufacturing related cause. The root cause for this issue is likely the mishandling of the device at the end user's facility. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the applier did not function properly during use, so it was replaced with a new one to complete the surgery. Nothing fell/remained in the patient". The technical specialist confirmed that the jaws were misaligned. No patient harm or injury. The patient status is reported as "fine".